Manufacturer narrative:
Additional information was added to b5, d9, h3, h4, h6, h11. B5: the leak was further described as static, and the location of the leak was between two components. H4: the lot was manufactured in december 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the photograph identified the set and a circled drip chamber to tubing junction; however, no defects were identified. Visual inspection of the actual sample did not identify any issues; the product met specifications. The sample was air/leak tested and no leak or defect was observed. The reported condition was not verified on the actual sample. Meanwhile, the retention sample was visually inspected and no obvious damage was detected; the sample was conforming as per product specifications. The retention sample air/leak tested via a calibrated leak tester; no leak was observed. The reported condition was not verified on the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked under the drip chamber during intravenous set preparation. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.